Event description:
I implanted on (B)(6) 2012 and three months after getting breast implants I got death ill. We went to the plastic surgeon but he assured us there was no correlation between the unexplained illness and the implants. In (B)(6) 2013 one of the implants bottomed out and I had to go back in to ¿anchor¿ the implant in place still under the impression the implants were ¿safe¿. For the next six years, I battled a myriad of diagnosis, and finally got confirmation it was the implants. I had them removed on (B)(6) 2018 and am almost 7 months post explant and I am miraculously getting better every day. Women are suffering and you need to put an end to this . No women should go into implanting without being fully made aware of the horrific risk they are taking by implanting especially if they have any pre-existing autoimmune conditions! My husband is a surgeon and because of walking through this horrifying experience, now believes that bii is real. As I am regaining my life, I am going to be very vocal and scream to anyone who will listen stop the madness over 60,000 women connected on (B)(6) are suffering and that doesn't count the women suffering in silence who have no idea why they are sick! Rx meds: I am under the care of naturopathic specialist. I do not take any medications just a ton of supplements.